Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed multiple occurrences of "high pressure" and "no disposable" alarms. Functional testing involved running the pump in user mode and pressure/occlusion tests. The pump was tested by operating the attach/detach cycle multiple times and the pump was found to be operating normally. The amount of fluid remaining in the cassette was consistent with the flow rate and time operated. One possible, but unconfirmed, problem source was listed as a faulty downstream occlusion sensor. The sensor was replaced.

Event description:
Information was received indicating that a smiths medical cadd legacy pump alarmed three different times as empty when cassette was half full. No adverse effects were reported.